Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test due to resetting after firing a pulse. The cause for the failure was isolated to a shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The shorted q13 allowed high voltage to travel to low voltage circuitry, damaging multiple components on the pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.